Event description:
It was reported that this device showed eri approx. 43 months after the implantation. The device is expected for analysis. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in (B)(6) 2021.

Manufacturer narrative:
The leads under complaint were not returned for analysis. The quality documents accompanying the manufacturing process for the leads were re-investigated. All production steps were performed accordingly. There was no indication of a material of manufacturing problem. The ICD was received for analysis and inspected. Upon receipt, the device was interrogated. The interrogation could be properly performed and revealed the eri battery status, confirming the clinical observation. Next, the ICD was subjected to an analysis of the electrical parameters. The current consumption of the ICD was checked and found to be normal and as expected. Analysis of the battery condition, however, showed an inconsistency of charge taken from the battery and the battery voltage. A premature battery depletion could be confirmed during analysis. Please note, this ICD is affected by the field safety corrective action, bio-lqc, initiated in march 2021.